Manufacturer narrative:
(B)(4). The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test. P-cap/reservoir locked properly in place. Device received with cracked case on the back at the battery tube area. Pump error alarmed during self test and confirmed in device history with variable (03) due to broken trace at u1 keypad assembly (pin 1). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.

Event description:
Information received by medtronic indicated that there was big crack at side of the battery compartment. The customer stated that the reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.